Event description:
It was reported post implant of a realize adjustable band, the band was being removed and to convert the procedure to a gastric bypass. Upon removal of the band, the strain relief was not found. The location of the strain relief is unknown. There were no patient consequences.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.